Event description:
It was reported that the implant detect feature was still on approximately two weeks after the current device was implanted due to h igh atrial lead impedance. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4092 implantable pacing lead (B)(6) 2005; 305c21 tissue valve (B)(6) 2005. (B)(4).